Event description:
Customer alleged blood glucose results in the low 100's mg/dl and 200's mg/dl within 10 minutes on the compact plus system. Customer reported no symptoms and did not treat or act on results. No serious adverse event was reported in connection with the alleged malfunction. A request was made for the return of the suspect device and replacement product was sent.